Event description:
MFR's rep reported the pt presented in 2004 for a pump refill. The pt had symptoms of withdrawal including nausea and vomiting. The pump alarm had previously been disabled by the hcp. A drug change was made at that refill. The pt left the clinic on their accord. The pt passed out while driving and was involved in a motor vehicle accident. The pt was transported via ambulance to the hosp. The pt was unconscious, intubated, given narcan and admitted to the intensive care unit. The hcp was then notified and went to the hosp and stopped the pump. The physician read through the programming strips and discovered a bolus was given in 20 min versus the intended 20 hrs. The pt was in a comatose condition. The pt's family then took the pt off life-supporting equipment (unk date) and the pt died.